Manufacturer narrative:
Exemption number e2016018 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.

Event description:
As reported by user facility: tip of an introcan IV catheter broke off when the catheter was being removed and remained in patient's vein. Catheter removal was attempted on (B)(6) 2019. The catheter tip was not removed from the patient. A consult with a vascular surgeon was completed and the patient was provided the surgeons' office number for follow up in a week or two and instructed to call if there is redness or increased pain.